Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: it was reported that the light cable does not make continuous contact with the optics adapter, turning the light source on and off. Just twisting or moving the light cable turns off the light source. The failure(s) identified in the investigation is consistent with the complaint record. Probable root causes are: bad reed switch. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known

Event description:
It was reported that there was loss of light.